Event description:
The customer reported that the central nurse's station (cns) went down, no other details were provided by the customer. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) went down, no other details were provided by the customer. The customer will send in the unit to be evaluated/repaired. The customer requested a loaner unit asap. There was no patient injury reported. Investigation summary: the complaint device was returned and was evaluated by nk repair center. Nk repair center was able to observe the reported issue and had indicated that the hdds of the device need to be replaced. Based on the available information, the most probable cause of the issue is wear and tear. Manufacturer references (B)(4) follow up 001.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) went down, no other details were provided by the customer. The customer will send in the unit to be evaluated/repaired. The customer requested a loaner unit asap. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) went down, no other details were provided by the customer. There was no patient injury reported.